Manufacturer narrative:
Evaluation summary: three used units were received containing no solution. Upon receipt, the units were visually examined for signs of abnormality that may have potentially contributed to the reported overinfusion; however, none were found. The imprint on the flow restrictor was noted to be correct. Subsequently, per procedure, a flow test was performed on the units for 21.5 hours. At the end of the flow test period, the following flow rates (ml/hr) were produced from the 3 units :unit calculated normalized (2.5%) specification range 1 9.53 9.77 9.00 -- 11.00 2 9.68 9.92 9.00 -- 11.00 3 9.65 9.89 9.00 -- 11.00the flow rates were found to be within the specification range. Therefore, based on the evaluation findings, the 3 units performed as expected. A review of all records related to the manufacture of the product lot has been conducted, which revealed no evidence of defects related to the reported condition during inspection, testing and manufacturing of the product lot. The lot met the acceptance criteria for release.the manufacturing facility has been made aware of this report through baxter's complaint handling system. The manufacturing facility will continue to monitor similar incidents for possible trends.

Event description:
The national complaint coordinator for baxter received a report of overinfusion on three devices during patient use. The incidents occurred two days in 2006, respectively. The devices were filled with 800mg/230ml of fortum (ceftazidime) and nacl diluent. The devices were placed at waist level, and the patient connected with catheter on the arm with needle 22g19 (diameter). The infusion time was 20 hours instead of 24 hours. Infusion start time was the day before (around 5 pm). Infusion ended around 1pm the day after. There were no reports of injury or medical intervention related to the reported condition. See manufacturer report # 6000001-2007-03304 and 6000001-2007-03307 for the other two incidents.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 29, 2007. The device involved in this incident has been requested for evaluation. Should the devcie be returned, evaluation results will be provided in a follow up report. A review of all records related to the manufacture of the product lot has been requested, and will be provided in a follow-up report.